Manufacturer narrative:
(B)(4). The device was received.investigation is not complete.

Event description:
Device issue: balloon rupture. Time of device issue: during deployment. Adverse event: none. It was reported that predilatation was performed with a 2.5 x 15 mm non-abbott balloon catheter. Then, the promus stent delivery system (sds) was inserted; however, the balloon did not inflate. The balloon burst as soon as an attempt was made to inflate. The stent did not come off of the balloon. The stent did not appear to have expanded. No kinks or damage to the device was noted. The promus was removed and a non-abbott drug eluting stent was implanted successfully. No additional information was provided. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.